Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, basic occlusion test, occlusion test, priming test and excessive no delivery test. There was no unexpected numbers scrolling during testing. The device was received with intermittent button response due to corroded keypad traces. The insulin pump was received with cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner, broken belt clip slot, cracked battery tube threads, scratches on the reservoir tube window and cracked display window.

Event description:
Customer's wife reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was as high as 457 mg/dl. Troubleshooting for high blood glucose was performed. Customer's wife believed the device was not properly delivering insulin. Customer experienced a headache, high blood glucose levels and hospitalization. Troubleshooting for keypad anomaly was performed. Customer stated that during a bolus attempt the numbers continued to scroll up. Customer's insulin pump was unresponsive and had to be pressed 5 or 6 times to work. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.